Event description:
The surgeon implanted a 3-piece silicone lens model aq2003v and the haptic tore during insertion. It was indicated that the cause of the lens damage was unknown. The lens was implanted and removed without patient injury. An aq cartridge fp model was used, but the lot number was unknown. Contact could not recall the model and lot numbers of the injector used during surgery.